Manufacturer narrative:
Additional information: b5, b6, d10, h6 and h11. B5: upon follow up, the patient was discharged from hospital after 12 days from the onset of peritonitis. The treatment was stopped on an unknown date. At the time of this report the patient recovered from the events after 10 days from the onset of peritonitis. H11: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. The same day as the peritonitis diagnosis, the patient was hospitalized and treated with vancomycin injection (500 mg, intraperitoneal, every 3rd day, ongoing) and gentamycin injection (80 mg, intraperitoneal, once daily, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the peritonitis. Pd therapy was ongoing. No additional information is available.